Event description:
The complaint was reported as: complaint alleges: the user noticed a leak between the blue connector of the pleur evac and the pt's tube. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint can not be confirmed due the lack of product sample to perform a proper investigation and determinate the root cause. The manufacturer will continue to monitor and trend relating complaints.